Event description:
Normal activity level. Allegedly 3 mos after implantation a seizing with noise appeared. The joint became really hard to move.

Manufacturer narrative:
Investigation is not complete. Product not returned for evaluation. Attempts are being made to have product returned. Trends will be evaluated. Additional info has been requested. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00073. This event occurred in another country.